Manufacturer narrative:
This complaint was incorrectly filed as a serious injury on MDR 2518422-2024-100424. It is correctly filed as a product problem on this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in the mask and the filter. The patient also alleges chest pain when using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be submitted.